Event description:
Ralc30 dlu was selected by surgeon to perform a lower anterior resection. The device calibrated, but would not fire. Pc read "attach new dlu" message. This error message occurred with two different dlu's. The surgeon decided to use a competitive device, but was unable to complete the procedure successfully and therefore, converted to colostomy.

Manufacturer narrative:
Summary: according to the surgeon, ralc30 were not recognized by the power console. Upon analysis, first ralc30 had already been fired and unit was fully open. New cartridge was installed; unit calibrated open closed and fired into two layers of foam. The second unit was returned fully open but was not fired. Unit was not recognized by power console because of damaged electrical contact. For the unit to open, it has to be recognized by power console. Cs29 calibrated, opened, closed into firing range, fired staples into six layers of foam. Root cause: the three units functioned and tested as intended. (See add'l pages)